Event description:
A facility reported seven workers complained of burning, watery eyes and having trouble breathing when using cidex opa. The customer started that the solution is kept in bins and the lids are on except when in use. The ventilation has been checked, but the air exchange is unk. Additional information has been requested.